Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a corneal repair procedure on (B)(6) 2013 and suture was used on the cornea. Two days after the procedure, the surgeon found symptoms of infection around the wound. There were several white dots similar to mildew along the suture line. The surgeon injected antibiotics to the patient. The surgeon is still observing the patient.